Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that ? Hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the continuous glucose monitor (cgm) had been reading for a couple of hours then stopped reading for 14 ¿ 20 hours due to a sensor error. There was no indication that the patient had performed a finger stick blood glucose (bg) during the time of the sensor error. The patient stated that she nearly fell into a coma, her service dog alerted her husband who checked the bg and it was over 600 mg/dl. The patient was taken to the emergency department (ed), given an IV bolus of insulin over four hours and released later that day. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.